Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.

Event description:
It was reported the tubing is breaking where the line connects to the luer lock. Patient being treated for pre b-cell acute lymphoblastic leukemia (all) in remission. Around 1040 patients mother called out for a chemo spill. Patients continuous mtx buretrol tubing disconnected from the spiros connected to the filter. Approximately 5 mls of chemo was spilled on the floor. Providers notified. Around 1400 mother called out again because line disconnected from the spiros connected to patients port microlave.